Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial began on (B)(6) 2025. It was reported that the patient was experiencing pain, discomfort/soreness/pinching, not feeling well/sick and nausea/upset stomach. The issue was not resolved and was still ongoing. The patient reported that the whole back was in pain and could not take anything for pain and just wanted to remove the device. Patient could not sleep. The wires were hanging out their body as they peed on themself. They were given a benadryl shot that made them feel drowsy and kept on crying and still constipated for 6 days. Requesting to have it removed right away. Patient also stated that the anesthesiologist gave them that something they were allergic to stating that the whole experience for them was horrible.